Manufacturer narrative:
(B)(6).

Event description:
It was reported that by activation, t1 and t2 were set free. T1 and t2 deployed through the meniscus. A backup device was available to complete the procedure with no delay or patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that by activation, t1 and t2 were set free. T1 and t2 deployed through the meniscus.¿ t1, t2 and suture were not returned with the device. The delivery needle was slightly twisted toward the right. The device had been previously cycled at least twice. The actuator was frozen. Attempt to free it and recycle the actuator mechanism was unsuccessful. No root cause related to the manufacture of the device was confirmed.